Event description:
It was reported that the patient underwent a revision procedure due to a broken rod which led to pseudoarthrosis at l5-s1. The construct was extended up to t3. It was also reported that the patient had an iliac defect on the right side. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.